Manufacturer narrative:
Unit received with blank display problem isolated to the electronic assembly noted. Unable to verify failed battery alarm due to blank display noted. (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump had battery failed alarm. Contacts were not missing, damaged, or corroded. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.